Event description:
It has been reported to philips that the geometry module joystick did not work to move the c-arm. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry module joystick did not work to move the c-arm. Upon functional testing fse found that a temporary error in the side detector sid operation, but no further abnormalities were found and even when using the joystick to operate the side stand, it remained unresponsive. Since the side stand operation command was not included in the module on the table side, fse determined that the geometry module was defective and to resolve the issue fse replaced geometry module. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.